Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed damages to the rear and front housing and the lcd lens. The rear housing battery compartment, ac connector and dose connector were contaminated by fluid ingression. The air detector was discolored. Review of the event history log (ehl) showed error code 1310. Functional testing was performed by powering on the device and the reported issue was duplicated. The reported issue was due to user issue. The error code was cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.g3: chile b3, d5, e2, e3 were unknown at the time of reporting.

Event description:
It was reported the device exhibited last error code 1310. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.